Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on the afternoon of (B)(6) 2019. At dinner time at 6:44 pm her bg via her glucometer was 143 mg/dl. Later that evening and during the night her cgm kept reading low at 50-60 mg/dl and alerting for low glucose levels below her threshold of 60 mg/dl. She was staying at a rehab facility due to a broken leg. The cgm reading was 52 mg/dl so the rehab staff gave her orange juice twice, glucose tabs twice, and peanut butter and jelly. The facility¿s meter and her own meter then both said her bg was normal but the cgm stayed low and kept alarming for 4 hours. Emergency medical services (ems) was called and their bg meter showed a value of 290 mg/dl while the cgm reading was 60 mg/dl with a flat arrow. The ems team checked her blood pressure twice and her fingerstick blood glucose level twice (bgs were normal). They talked to the doctor who was on call for her primary doctor, who confirmed it was okay for her to remain at the rehab facility. At the time of the contact, the patient was stable. She had removed the dexcom sensor and was monitoring her bg via finger sticks. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.